Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose readings were noted to be 320 mg/dl at the time of the incident and have treated with the insulin pump. Customer's blood glucose reading at the time of the call was 172 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent button response due to moisture damage keypad trace. It also had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.